Manufacturer narrative:
The explanted device was returned assembled with driveline cut approximately 3 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the returned device, examination of the distal-side of the inlet stator and the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and ball. The thrombus rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. The rings were similar in color and structure and were likely a single formation prior to disassembly of the device. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated around to the outlet bearing ball. The deposition did not appear denatured and lacked laminated layering which suggests that the deposition did not form at this location; however, the contact marks on the outlet cone section of the rotor indicate that the deposition was presented while the pump was operating. Its origin and the duration of time for which it was present in the pump could not be conclusively determined. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to what was recorded during the manufacturing process and the pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's weight was not provided. The referenced pump exchanges on (B)(6) 2015 and (B)(6) 2016 were reported under medwatch MFR report #s 2916596-2015-02372 and 2916596-2015-02372, respectively. (B)(4). Approximate age of device ¿ 61 days. The explanted device was received for analysis. The evaluation is not yet complete. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient underwent a pump exchange on (B)(6) 2015 due to suspected thrombus. Another pump exchange was performed on (B)(6) 2016 due to a neurological event and device thrombosis. On (B)(6) 2017, the patient¿s pump was explanted and a device from another manufacturer was implanted. Additional information was requested; however, none has been provided.